Event description:
It was later reported that the left ventricular (lv) lead was turned back on and is currently capturing. The patient is part of the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had sustained and intermittent failure to capture. The lead was electrically abandoned. No further patient complications have been reported as a result of this event.